Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core impaction drill was overheating and moisture/oil was noted near the plug end of the handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported events were duplicated. Upon disassembly for visual inspection the service technician observed motor corrosion. A motor with corrosion can cause or contribute to leaking and heat.